Event description:
It was reported that the jts (non-invasive) distal femoral replacement (c23-253) did not expand and kept getting stuck. A revision device was requested.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.